Event description:
Device was returned for service with the customer stating device is, "stuck, can't move.". During service, technician found lose adhesive vibrations, attachment overheated, driving shaft worn from use, axle bearing worn from use. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed damaged components. This was attributed to normal wear. The device was repaired and returned to the customer on 07/23/2013.